Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. The customer's blood glucose (bg) level ranged between 161-200mg/dl. A system check was performed and the pump performed as intended. The customer declined removing their infusion set site. Reportedly, the customer was on their third day of cartridge and infusion set use. Tandem technical support informed the customer that supplies must be changed every 2 days to stay within humalog labeling and informed the customer regarding different causes of occlusions. The customer was to speak with their healthcare provider in regards to different types of infusion sets. A follow-up call was declined by the customer.